Manufacturer narrative:
The customer contacted a customer care center (ccc) specialist. The cause of the operator spraining the wrist during a maintenance is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported that an operator of an advia centaur xp instrument twisted a wrist while opening the water tramp during maintenance of the instrument. The customer required the medical intervention by a traumatology physician.

Manufacturer narrative:
The initial MDR 2432235-2015-00154 was filed on march 30, 2015.additional information (04/14/2015): the operator was diagnosed with a mild wrist sprain and was provided with a brace to wear.(B)(4).

Event description:
The customer reported that an operator of an advia centaur xp instrument twisted a wrist while opening the water trap during maintenance of the instrument. The customer required the medical intervention by a traumatology physician.